Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset and was no longer connecting. It was noted that the device was implanted for greater than its expected longevity and had reached recommended replacement time (rrt). The icm remains in use. No patient complications have been reported as a result of this event.